Event description:
Caller reported a pump malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the customer restarted their continuous glucose monitor on their own. The same malfunction did not recur, allowing the customer to continue using the pump.